Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed lens vaulting ("z-syndrome") three months after the initial cataract surgery. The surgeon performed a yag procedure (central capsulotomy) in the posterior capsule. During the procedure the surgeon observed significant fibrosis over anterior capsule, but left it as is. The surgeon is now evaluating treatment options. Additional information has been requested but has not been received.

Manufacturer narrative:
The iol remained implanted; therefore it is not available for evaluation. Despite multiple requests, additional information (including lens serial/lot number) was not provided. Therefore device history record (DHR) review could not be conducted. Based on the information provided, the root cause of this event could not be conclusively determined.